Manufacturer narrative:
(B)(4). Batch # m5226l. Manufacture date: 1/12/2015. Expiration date: 12/12/2019. Additional information was requested and the following was obtained: where within the gap setting scale was the orange indicator prior to firing: it was in the middle of the gap setting scale. What confirmation was received that the device was fully fired: she received the tactical confirmation, but the room was noisy, so she couldn't hear the confirmation. How much blood was lost (ml): approximately 150ml. Did the patient require a blood transfusion; if yes, how many units were given: no. Did the post-operative care change based on the bleeding: no, the only thing that the doctor commented was the fact the patient felt more pain. What is the current status of the patient: is in good condition, out of hospital since after the surgery. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Where within the gap setting scale was the orange indicator prior to firing? What confirmation was received that the device was fully fired? How much blood was lost (ml)? Did the patient require a blood transfusion? If yes, how many units were given? Did the post-operative care change based on the bleeding? What is the current status of the patient?

Event description:
It was reported that during a hemorrhoidectomy procedure, at the time of stapling, the stapler staples, but did not cut the top third of the circumference. At this time the surgeon found and sutured the site with suture, thus containing a possible bleeding. There were no adverse consequences for the patient. One device will be returned.